Event description:
The physician was attempting to implant two integrity bare metal stents in the rca which was reported to exhibit > 80% stenosis. No abnormality was noted during in stent preparations. Initially a non-medtronic des stent and a resolute integrity drug eluting stent were implanted in the rca. It is unknown if pre-dilations were carried out but there was significant resistance noted during delivery of the resolute, however, was deployed successfully. The physician then chose to place an integrity bare metal stent distal to the first two des. There was extreme resistance within the non-medtronic des stent and the physician could not advance the integrity through the non-medtronic stent. The integrity became lodged and could not be removed from the non-medtronic stent. Finally the integrity stent was pulled off the balloon after attempting the removal. The coronary wire was still through the dislodged stent and physician was able to cross a 1.5 balloon through the integrity stent and dilate. The physician then chose a 2.5 balloon and crossed the integrity stent again and dilated. The integrity stent has been deployed within the non-medtronic stent successfully with good results. The physician was then attempting to place a second integrity bare metal stent in the distal rca. The stent also became stuck within the non-medtronic stent and the physician could not remove the stent. After significant resistance the stent became dislodged within the non-medtronic stent. Part of the integrity stent was lodged within the non-medtronic stent and approximately 2/3 of the integrity stent was hanging outside of the rca ostium. The second integrity stent was removed via a snare, no surgery was necessary. Post removal of the second integrity stent no abnormalities were noted on angiography of the rca vessel. No patient complications or injury have been reported.

Manufacturer narrative:
Evaluation results and conclusions: (failure to deliver stent and dislodgement). (>80% stenosis). (Integrity stent caught on a non-medtronic stent). (Attempted retraction of the device into the guide catheter). (Device or procedural images not provided for review). (B)(4).